Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, loss of pacing capture, a narrow sinotubular junction (in aortic position procedures), rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the landing zone may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication an ew product malfunction contributed to this adverse event. Investigation results suggest that patient related factors (premature ventricular contractions) and procedural factors (leakage of the stopcock (manufacture unknown) and/or the atrion inflation device) may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. Valve embolization is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tavr with a 26mm sapien 3 ultra resilia valve. During the procedure, the valve embolized and was implanted at non-target position. Per report, a 26 mm s3ur was prepped with +2 with an atrion inflation device. It was placed in the aorta and during inflation/pacing run, only half of the volume in the atrion device was able to be pushed into the valve. It was noted the contrast was not going in and the operator stated it leaked out somehow. The team was able to put a contrast syringe on the side port during the pacing run and finish the deployment of the valve to what looked like nominal deployment. A tte was performed and the valve looked good with no leak. Since the team was unsure how much volume was used to deploy the valve, it was decided to post dilate the valve with nominal +2cc per our original plan. During the post dilation pacing run, 2 pvcs (premature ventricular contractions) occurred and caused the valve to embolize aortic. The team was able to drag the valve back to the transverse/descending aorta and inflate enough to park the valve in a stable position, demonstrating all the great vessels illuminating with blood flow. A 29mm delivery system and valve were then prepped with -1cc to accommodate the anatomy, due to the fact this was a borderline annulus, it was decided to go larger due to the embolization. A 29mm -1cc s3ur was successfully deployed. The embolized valve was revisualized and had not moved and looked stable. The patient was successfully taken off the table in stable condition. The doctor suspected that the issue was where the stopcock and the atrion inflation device connection. The stopcock may have been defective as it was leaking allegedly. There was no blood noted in the syringe. There was no damage to the atrion. There was no damage seen on the device. The device was discarded by the hospital.